Event description:
It was reported that the insertable cardiac monitor exhibited premature battery depletion, resulting in bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.